Event description:
It was reported that at a routine follow up visit the right ventricular lead was found to have high thresholds. The physician decided to implant a new pacing lead and keep the high voltage coils of the lead still active. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.